Event description:
Information was received from a patient via a manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins). For unknown indications for use. A mdt rep called after meeting with pt. And reported pt stated, they began seeing oor message on 97740, that he uses for both ins systems within the last month. Mdt rep reported that upon interrogation, it appeared that the cervical ins had impedance values >10,000ohms on all contacts. Mdt rep reported, they have not met with the pt in a few years and was unsure if these values were new. Mdt rep reported, programming at 2.5ma, pw 450 usec, and rate 60hz, with the lumbar settings at 6.45ma, pw 1000usec, and rate 50hz (with these impedances all around 1100ohms). The caller was not with the patient, so technical services specialist (tss) reviewed oor message, clearing the message, and adjusting settings. Tss also reviewed, lead/extension combinations that were 20 years old. Which mdt rep reported, he has already spoken with hcp about potential replacement. Additional information was received from the manufacturing representative (rep) on 2023-06-06. The rep clarified that the oor impedances were on the ins that was implanted in 2017. No actions or interventions have been taken to date. The patient has been referred for replacement. Issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section e corrected to update initial reporter information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.